Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when putting the hex wrench in the right ventricular (rv) grommet of the implantable pulse generator (ipg) the physician felt unusual resistance. When turning the screw there was only one click and then the hex wrench got stuck. A new sterilehex wrench was taken and this resulted in the same problem. A new device was opened and the that ipg could be attached to the lead and torqued without any problem. No patient complications have been reported as a result of this event.